Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been stuck on a blue screen. A technical support specialist (tss) dialed into the station and identified a communication issue: 'subscriptionmaintenance - a communication error occurred during data synchronization'. No blue screen was observed during troubleshooting. The database was checked and shrunk, and the med application debug logs showed no errors. After contacting the customer, they confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen after attempting to pull medication, and it became frozen. However, there were no delays or adverse events or injuries reported based on this event.